Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four phots were available for evaluation. Visual inspection noted that the photos were displayed box with damage. It was reported that there was a packaging damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument broke, the component was disengaged, the device was difficult to remove from the cavity and instrument did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic closure of end-colostomy with anastomosis to colon procedure, while reconnecting th e colon with a circular stapler, a big crack appeared in the stapler when the surgeon fired it, and the plastic from the stapler fell into the patient's cavity. All the pieces were retrieved. There was difficulty removing the stapler from the cavity, and due to the stapler breaking down, it was very hard to remove. There was a tear in the mesorectal area upon removal of the stapler. To resolve the issue, a new stapler was used, and the torn tissue was sutured. The surgical time was extended due to the product problem. The event led to or extended the patient's hospitalization. Upon inspection there were found severe damage to the outer-packaging material. Inner packing was not visually damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.